Manufacturer narrative:
PMA/510(k) # k083330 cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4) (importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), importer site establishment registration number: (B)(4). This report is being submitted as a cancellation report, initial reporting was based on a conservative assessment. Based on the conclusions of the investigation this file has been re-assessed and has an overall risk category iia (low). This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends. This complaint file was created to document an off label use that was identified in another complaint file. The echo-19 device of unknown lot number device involved in this complaint was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the echo-19 from unknown lot number, a review of the relevant manufacturing records cannot be conducted. As per instructions for use, ifu0101-0, intended use,: ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ as per instructions for use, ifu0101-0, ¿contradictions: those specific to primary endoscopic procedure to be performed in gaining access to desired site.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0101-0), as this device intended use is to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope. From information provided "the doctor used a 19g cook echotip ultra needle to puncture the cyst. He then proceeded to place a 450cm jagwire. An exchange was performed leaving the wire in place.¿ a definitive root cause could not be determined from the available information. A possible root cause could be attributed to off label use, this device is not indicated to puncture the cyst. This device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The customer complaint is considered to be confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report. The doctor used a 19g cook echotip ultra needle to puncture the cyst. Off label use with respect to the echo-19 device use.

Manufacturer narrative:
PMA/510(k) # k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor used a 19g cook echotip ultra needle to puncture the cyst. Off label use with respect to the echo-19 device use.